Event description:
A malfunction was reported with the caller's tandem pump, identified by malfunction code 12. There was no adverse impact on the customer's blood glucose level. The customer had reported recurring issues with the pump, and technical support decided to replace it. In the meantime, the customer continued using the current pump and was advised on how to handle the transition to the new one. The necessary steps for returning the defective pump were also communicated and the caller acknowledged this.